Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation." Report from the sales representative: laparoscopic cholecystectomy - "during a laparoscopic cholecystectomy procedure, while inserting a forceps, the portion of the septum came off into patient cavity. The portion was removed and the operation was successfully completed. No patient injury and bleeding were reported. The cer check list for combined devices will be sent to (B)(4) soon." Initial investigation report by (B)(4): "the event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The retuned septum portion(size approx. 9.5mm×3.5mm, fig. 2) almost matched to the missing part in shape. No visible damage was observed with the shield and ddb. The unit will be returned to (B)(4) for further evaluation. Admin#(B)(4)." Patient status - "no patient injury".